Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose was 535 mg/dl. The current blood glucose is unknown. The customer treated their high blood glucose with syringe. The customer was wearing insulin pump during hospitalization. It was also reported that the inserter was broken and pieces in insulin pump was broken. The insulin pump will not be returned for analysis.